Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, swelling of right breast, periimplant fluid in left breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction procedure with mentor memorygel breast implant 405cc gel breast prostheses when the right breast prosthesis ruptured post implantation. MRI results indicated right breast prosthesis rupture as well as hematoma, fluid around implant, and breast swelling. Additionally, it was reported that the right breast ¿swelled up to the size of a volleyball¿. The right breast is ¿very painful and the muscle is tearing and ripping¿. Additionally, the MRI results indicated that there was a trace amount of periimplant fluid in the left breast. Lastly, it was reported that the patient underwent a right breast biopsy in 2015 and the results were benign. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-12764 for the report for the patient¿s right breast prosthesis.